Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient have reported that the infusion set fell off 4 times during use on 5/30/2024, 5/31/2024, 6/1/2024, 6/1/2024. It was confirmed that the infusion set was in use for 12 hours, 12 hours, 2 hours, 2 hours respectively. No further information available.